Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No excessive no delivery alarm noted during test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 600mg/dl. Customer¿s current blood glucose was 280mg/dl. Customer also reports that insulin pump alarmed for no delivery alarm during bolus but further mentioned that insulin was exited ta qr. Customer declined troubleshoot for high blood glucose. Insulin pump will be returned for analysis.